Event description:
Since last night, they couldn't charge the ins and was getting a message no device found. Agent had pt reset the controller, inspect for visible damage to the recharger and controller port and clean connections. Pt gave the phone to their daughter (patient rep) to help them. Patient rep said everything looked perfect and no visible damage. Agent had patient representative (rep) start a recharging session, but they got a message no device found again and they went to passive recharge mode after hitting recharge. Agent reviewed with patient rep the meaning of passive recharge. Patient rep only got zeros for low middle and high numbers, even after repositioning the paddle several times. After a few minutes, patient rep said they just noticed there was a slight cut on the recharger cord and the wire frayed out and the recharger was really hot. Agent sent a repair request to replace the recharger. Patient rep reques ted to send the recharger to their address instead. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n [(B)(6) ], revealed. Analysis found"no device found message" and "cable insulation is peeling away at donut end and wires are exposed" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.